Manufacturer narrative:
H11: corrected data: after the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02175-00 and d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 4/29/2023. Corrected data: h10. Changed data: b5 g1. Initial emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-02175 as the operating record related to this complaint.

Event description:
Initial emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-02175 as the operating record related to this complaint.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.